Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. An external and internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device failed homechoice return instrument test/evaluation (rite) functional testing. The device passed homechoice rite electrical safety analyzer testing. An accuracy confirmation testing was performed with the original piston foam and failed. The piston foam was removed and inspection revealed deteriorated piston foam. The service history review revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam. The piston foam was scrapped. This issue will be investigated further through CAPA. Should additional relevant information become available, a supplemental report will be submitted.